Event description:
The customer reported that "since 9/01, they just got their new meter and kept getting the result of 10". They did not have quality control materials. Pt reports experiencing symptoms of dizziness and thirst and had eaten something based on the meter result of 10 mg/dl, however, pt made no allegation of harm. They further reported that their one touch ii meter result is "always 10" after a blood test.